Event description:
Case number: (B)(4), mps (B)(6) reported bus voltage error and no power to mics. Case type: tka. Update: "yes, patient involvement. No patient harm, however was under for an extended time. 25 minutes surgical delay. Case was not cancelled, but the following case was. Procedure completed manually. We used the robot¿s planar probe to verify cuts."

Manufacturer narrative:
Reported event: mps (B)(6) reported bus voltage error and no power to mics. Device evaluation and results: per (B)(4): replaced mics power supply. Replaced cpci assy. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review : a review of device history records shows that on 01/25/2010 1 device was inspected and 1 device was placed on: npr 09-12-0128, npr 09-12-0155, npr 10-01-0022, npr 10-01-0032, npr 10-01-0070, npr 10-01-0075, npr 10-01-0087, npr 10-01-0019, npr 09-12-0034. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207226 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps (B)(6) reported bus voltage error and no power to mics. Case type: tka. Update: "yes, patient involvement. No patient harm, however was under for an extended time. 25 minutes surgical delay. Case was not cancelled, but the following case was. Procedure completed manually. We used the robot¿s planar probe to verify cuts."